Event description:
It was reported that, "the patient presented with infection so the parts listed above were removed and new parts were placed back in. No other information per hospital protocol."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 64952105, lot # lc0253, lc0254 description: gmrs small femoral bushing. Cat # 6481-2-140, lot # lc0273, description: mrhk tibial sleeve. Cat # 6481-2-100, lot # lc0273, description: mrh tib rot comp xs-xl. Cat # 6495-2-115, lot # ct0818, description: gmrs small axle. Cat # 6481-2-130, lot # unk, description: mrhk bumper insert - neutral. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.